Event description:
Dopamine infusion started- 1 hour later, no change in bp and syringe pump checked - no change in syringe plunger position, although pump reading 0.7ml infused. Changed syringe to smaller size (12cc) and reassess the latter- still no change - new pump ordered.